Event description:
The catheter was partially removed, the intrathecal portion was ligated.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found it was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8590-9, lot# n200804, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory, product ID 8590-1, lot# n239568, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was believed that the patients pump was not working properly and the patient desired to have the pump relocated to the right abdomen on the opposite side. The patient experienced left sided pain and no relief of spasticity. A roller and dye study was performed and was 'fine' and functioning, and it was indicated that the catheter did have cerebral spinal fluid (csf) flow. Although it was undetermined at the time of surgery as to what had caused the system issue, the entire system was replaced on the day of this report. There was no problem following removal and the pump was restarted at 200mcg/day. It was noted that the patient recovered from the operating room without sequela. It was currently unknown how the patient was doing. The drug delivered via pump was baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.